Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Various factors can affect valve positioning/inaccurate delivery, such as patient anatomy or physician experience, and the cause of the deep placement could not be determined with the limited information available. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, most likely it was due to suboptimal position as the valve did not appear to seal well and appeared deep on the left coronary cusp (lcc), as it was reported. However, with the limited information received and no cines/images for review, a conclusive root cause could not be established. This event does not indicate device misuse or malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve did not appear to seal well and appeared deep on the left coronary cusp. Severe paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed however the pvl remained. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.